Event description:
The reporter stated that the tip of the screw head broke off during surgery on the second metatarsus. It was difficult for the surgeon to remove the tip of the screw. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.